Manufacturer narrative:
The customer elected to replace the glidescope spectrum smart cable. During a follow-up, the customer indicated they have received the new smart cable and the intermittent image issue has been resolved. Since the one (1) year warranty has expired the customer elected to not return the smart cable used in the event to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent when the cable was manipulated. The customer indicated the procedure was completed with a traditional laryngoscope, however the length of time to prepare the laryngoscope was not reported. No harm to patient or user was reported.